Event description:
It was reported that there was an alert for low r wave amplitude, and the right ventricular (rv) lead was failing to sense. Polarity was reprogrammed and the lead remains in use. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).